Event description:
Philips employee became aware of a journal article (j can chir, vol. 59, no 3, juin 2016, accepted 11 jan 2016) titled "creation of the sole regional laser lead extraction program serving atlantic canada: initial experience". The article described an adverse event in which a superior vena cava (svc)/innominate junction perforation occurred during a lead extraction procedure performed in 2011 with use of a spectranetics lead locking device and a spectranetics sls ii laser sheath. Two leads were being removed due to non function. It is unk which lead was being removed when the perforation occurred. Additionally, it is unk if an lld was used in both leads, or just in the lead being removed when the perforation occurred. Lead locations were not available. The date of procedure was not listed, but the year of the procedure was reported as 2011; therefore 01 jan 2011 was used as the procedure date. The article stated: "non-functioning lead requiring replacement with prior history of congenital heart defect repair. Intraoperatively, perforation at the svc/innominate junction promoted the surgical team to immediately perform an emergency sternotomy to repair the perforation with a large piece of bovine pericardium patch. All leads were completely removed following vascular repairs. The patient did recover, and was discharged." This report captures the sls device in use when the svc/innominate junction perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.